Event description:
It was reported catheter was placed in patient, and ruptured after handled with a technique to solve an obstruction. On (B)(6)2022, customer provides the following: was there any impact to patient due to obstruction or catheter rupture? R: no; was medical intervention needed? R: no; was there exposure of blood or chemotherapy medication to mucous or skin? If so, were pep actions taken? R: no exposure; what medication was being administered until the moment the obstruction was noticed? R: 0,9% saline solution at the moment it was identified. Besides that, it was being administered intermittent antibiotics with ceftriaxone and metronidazole; dipyrone and ondansetron only if the patient had symptoms; how was the obstruction noticed? At what moment? (I.e. Insertion, infusion, removal); r: at the 4th day using the PICC, the nurse performed the catheter bandage exchange. The device obstructed by middle day according to professional's report; what handling techniques were used to de-obstruct the catheter? (Describe in details step by step); r: as soon as the obstruction was identified, the nurse tried to recover the device function with the "faucet de-obstruction technique" (this technique consists of the use of a three-way tap connected to the catheter with two 10ml syringes connected to the tap, one with 10ml of the heparin solution, and the other empty), but unsuccessfully. The PICC remained inactive and clamped in patient until the night shift nurse arrived, who reports "I received the shift with the catheter obstructed, I've performed de-obstruction techniques with blood return, followed by the flushing with 10ml syringe, but the catheter ruptured between the fixation wing and the beginning of silicone extension"; - what type of catheter securement was utilized? R: at the facility, there is no standarded catheter securement device without suture. That being said, the catheter fixation/securement is made by using sterile adhesive tape put over the fixation wing, and it's applied a transparent semi permeable cover; has the catheter been replaced? R: not by another central catheter. The infusion therapy was continued by using a peripheral venous device; was fracture internal or external to patient? R: external has the patient presented any symptoms due to obstruction or rupture? If so, what? R: no, none was there a vein thrombosis? R: no

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is invalid.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken catheter was confirmed. The product returned for evaluation was one 2fr s/l per-q-cath catheter. Usage residues were observed throughout the sample. The sample was received in two segments which shared a complete break within the region of the molded joint. Microscopic inspection of the break site revealed a dully granular fracture surface. The catheter exhibited an elliptical cross-section and permanent deformation in the vicinity of the break. Tactile inspection of the sample revealed tensile weakness, necking and discoloration in the vicinity of the break. The break features and accompanying material features were consistent with material failure due to tensile (pulling) stress. The location of the damage suggested that catheter securement, access and maintenance techniques may have contributed. A lot history review (lhr) of reds2222 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported catheter was placed in patient, and ruptured after handled with a technique to solve an obstruction. On 15.mar.2022, customer provides the following: - was there any impact to patient due to obstruction or catheter rupture? R: no; - was medical intervention needed? R: no; - was there exposure of blood or chemotherapy medication to mucous or skin? If so, were pep actions taken? R: no exposure; - what medication was being administered until the moment the obstruction was noticed? R: 0,9% saline solution at the moment it was identified. Besides that, it was being administered intermittent antibiotics with ceftriaxone and metronidazole; dipyrone and ondansetrone only if the patient had symptoms; - how was the obstruction noticed? At what moment? (I.e. Insertion, infusion, removal); r: at the 4th day using the PICC, the nurse performed the catheter bandage exchange. The device obstructed by middle day according to professional's report; - what handling techniques were used to de-obstruct the catheter? (Describe in details step by step); r: as soon as the obstruction was identified, the nurse tried to recover the device function with the "faucet de-obstruction technique" (this technique consists of the use of a three-way tap connected to the catheter with two 10ml syringes connected to the tap, one with 10ml of the heparin solution, and the other empty), but unsuccessfully. The PICC remained inactive and clamped in patient until the night shift nurse arrived, who reports "I received the shift with the catheter obstructed, I've performed de-obstruction techniques with blood return, followed by the flushing with 10ml syringe, but the catheter ruptured between the fixation wing and the beginning of silicone extension"; - what type of catheter securement was utilized? R: at the facility, there is no standarded catheter securement device without suture. That being said, the catheter fixation/securement is made by using sterile adhesive tape put over the fixation wing, and it's applied a transparent semi permeable cover; - has the catheter been replaced? R: not by another central catheter. The infusion therapy was continued by using a peripheral venous device; - was fracture internal or external to patient? R: external. - has the patient presented any symptoms due to obstruction or rupture? If so, what? R: no, none. - was there a vein thrombosis? R: no.